Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 59mm fusiform infra renal abdominal aortic aneurysm. The diameter at the proximal neck (left renal) was 20mm and 23mm in length. Mild neck thrombus with bilateral mild iliac calcification was present. The patient was noted to be overweight. It was reported during the index procedure, the ro markers were aligned with the flow divider and etlw1616c124ee was deployed in the correct position on the ipsilateral side. After the graft was implanted, ballooning was performed. After ballooning on the final run it appeared that etlw1616c124ee had an endoleak in the overlap section where the fabric appeared to be torn after ballooning and a small jet of contrast was seen. Re-ballooning was completed but there was still a jet of contrast. It was not possible to determine which device contained endoleak, if it was the ipsilateral limb or the bifurcate stent graft. As treatment an additional etlw1616c93ee was implanted to cover this section. Final run confirmed the jet was resolved. Per the physician the cause of the type iiib endoleak was anatomy related. The physician was uncertain but commented that there was calcium in this area and during ballooning it is possible the balloon and calcium may have compromised the limb. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Film evaluation summary: stent graft damage during balloon inflation could not be confirmed on the pre-implant films provided; therefore the cause of the event could not be determined. Angiograms showing the ballooning of the stent graft was not available for assessment of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.